Manufacturer narrative:
The returned tb-0535fcs (lot#kr85073) was evaluated for ¿teflon pad was burned, peeling a little bit¿ issue. The device is attached to the usg-400/esg-400. Probe check was performed and the device passed the probe check testing with no issue observed. Both switches were checked and found to be functional. In addition, visual inspection on the received condition was performed on the device and determined that there is some tissue buildup. The ptfe pad (teflon pad) was inspected and found it is worn and partially split in cross direction, lifted up with exposed metal. It is also observed that the teflon pad is still attached to the jaw. In addition, charred stains were found on the probe and jaws due to thermal damage. Minor scrape was also found on the gold insulation of the jaw. The wiper movement is noted to be normal and the consistency of movement of the handle and jaw is normal as well as the handle load. The rotation of the knob torque is determined to be normal and smooth. In summary, based on the evaluation and investigation results, the reported issue of ¿teflon pad was burned, peeling a little bit¿ is likely attributed to there was no tissue or insufficient tissue between the probe and jaw when the device was activated or keep activating the output after a transection of tissue was performed. Charred stains on the probe and jaws due to thermal damage determined that the reported complaint is confirmed. As a preventive measure, the instruction manual provides several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
It was reported that during a therapeutic (tlh) total laparoscopic hysterectomy, the doctor was performing seal and cut when an issue on the thunderbeat device occurred. It was reported that the teflon pad was damaged, was peeling a little bit however, no metal exposed seen on the device jaw. According to the report, the generator setting during the event were 2:1 and the device was inspected prior to use and no abnormalities were observed. A new handpiece was used to continue the procedure. No patient harm or patient injury reported due to the event.